Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction it was reported that the therapy keeps timing out and they are not sure if it is working. The caller indicates that a couple of days ago they were not getting relief at all and they could not figure it out. Eventually, they looked at the stimulator, and it said it had timed out. They got it back in and could feel it and thought they were fine, but the next dayit timed out again and they can't seem to feel it again, but they are getting symptom relief again. Helped caller connect to ins and reviewed how to properly close down to avoid the timeout message. Reviewed that would not have anything to do with the status of the implant. Caller will maintain stimulation and adjust as necessary. The caller will call back with hcp name to obtain a new ID card. Caller will call back to update.